Event description:
Hamilton medical ag received the following incident description: a customer had a problem with an esm vup p.n. Msp396377 s.n. (B)(6): invalid serial number + panel connection lost.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: a customer had a problem with an esm vup p.n. Msp396377 s.n. (B)(6) : invalid serial number + panel connection lost.

Manufacturer narrative:
Investigation is ongoing.